Manufacturer narrative:
(B)(4). Unselect the device is not returned. (B)(4).

Event description:
It was reported that system was explanted due to infection. Infection was identified in clinic and through cultures. It is unknown if infection was caused by the device. The system will be sent to pathology and will not be sent back. The patient was stable before and post procedure.